Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual inspection was performed, and no problems were noted with the delivery system. Product analysis did not confirm the reported events of stent positioning issue and stent difficult to deploy because these occurred during the procedure and could not be replicated in the laboratory of analysis. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) stent placement procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to deploy. The stent was then withdrawn undeployed from the cyst and an attempt was made to release the stent in the stomach as the physician wanted to check the delivery system. Subsequently, the stent was deployed with great resistance and was removed using snares. The puncture site was closed with an ovesco clip and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) stent placement procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to deploy. The stent was then withdrawn undeployed from the cyst and an attempt was made to release the stent in the stomach as the physician wanted to check the delivery system. Subsequently, the stent was deployed with great resistance and was removed using snares. The puncture site was closed with an ovesco clip and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Blocks b5, h6 (device codes), and h11 (device analysis) have been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. During functional inspection, the catheter was freely moved through the luer and the slider was also moved to its original position without resistance. Visual inspection was performed, and no problems were noted with the delivery system. Product analysis did not confirm the reported events of stent positioning issue and stent difficult to deploy because these occurred during the procedure and could not be replicated in the laboratory of analysis. Additionally, the catheter was freely moved through the luer and the slider was also moved to its original position without resistance during functional inspection. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the stent's first flange was unable to deploy. The stent was then withdrawn undeployed from the cyst and an attempt was made to release the stent in the stomach as the physician wanted to check the delivery system. However, per the IFU, troubleshooting was provided for the problem of "resistance makes it difficult to retract the stent deployment hub" which is to "exchange the device for a new one." Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) stent placement procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to deploy. The stent was then withdrawn undeployed from the cyst and an attempt was made to release the stent in the stomach as the physician wanted to check the delivery system. Subsequently, the stent was deployed with great resistance and was removed using snares. The puncture site was closed with an ovesco clip and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. **update based on review on february 20, 2025** it was reported that the stent's first flange was unable to deploy. The stent was then withdrawn undeployed from the cyst and an attempt was made to release the stent in the stomach as the physician wanted to check the delivery system. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), troubleshooting was provided for the problem of "resistance makes it difficult to retract the stent deployment hub" which is to "exchange the device for a new one." The physician did not follow the steps cited in the instruction for use (IFU).